Manufacturer narrative:
Isi received the syncroseal instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. Energy was delivered without any issues; the instrument was able to sync and seal. Jaw gap verification passed at 0.003¿. The grip force test was performed and passed in the straight orientation. No errors occurred during in-house testing. A review of the logs showed no failures. There was no problem detected. A review of the instrument log for the syncroseal (480440-06/l90220509-0378) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk0092. The device had 0 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the syncroseal instrument moved with unintuitive motion/freely with uncontrolled motions. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during procedure a da vinci-assisted paraesophageal hiatal hernia procedure, the syncroseal instrument, when activated by the surgeon at the console, moved/opened/closed on its own. The surgeon did not want to risk any injury so another syncroseal was brought in to replace it and the newer one worked correctly. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noted. The surgeon stated that the instrument motion did not match the action intended, it was wildly over-emphasizing the motions. The issue was persistent, although the surgeon only had it in for about 2 minutes. It happened as soon as he first tried to use it, and the instrument was unusable, so he had switched it out and did not try using it again. The drape was not exchanged.